Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he had received an insulin pump and was still experiencing no delivery alarms. Customer's blood glucose was 575 mg/dl. Customer was attempting to bolus when alarm occurred. Trouble shooting was performed. Customer was advised to remove the reservoir from the insulin pump. Then disconnected and reconnect the infusion set and reservoir, manually push insulin through insulin with the plunger. Customer stated insulin did exit but there was greater than normal resistance. Customer was advised to change out the reservoir and infusion set. Customer declined troubleshooting for high blood glucose. The call was disconnected, customer call back and was advised to speak to doctor about high blood glucose. Customer is not returning the insulin pump for further analysis.